Event description:
The customer reported via phone call that they had repeated no delivery alarms. The customer's blood glucose was 296 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was unable to exit with a push plunger and there was greater resistance than normal. Customer was advised their reservoir/infusion set connection was severed. The customer also reported they have not tried all remedies for the alarm. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.